Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt was unable to recognize the therapy electrode connection. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The root cause for the open wire was excessive force. No adverse event resulted from the defective equipment. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable, missing therapy electrodes) has been confirmed. Upon investigation the electrode belt ECG "c&d" cable was severed and missing. The root cause for the missing ECG cable was physical abuse. No adverse event resulted from the defective equipment. Device manufacturer date: electrode belt sn (B)(4): 04/17/2015. Electrode belt sn (B)(4): 12/05/2016.

Event description:
A us distributor reported that a patient had a damaged cable and damaged therapy electrodes.